Event description:
A home pt (hp) contacted baxter's technical service center (tsc) regarding a system error 2240 message that appeared on the display of the home pt's homechoice machine during dwell 1/4 of their automated peritoneal dialysis therapy. Per initial report, the hp was connected at the time of the call and stated "pt messed up earlier in therapy and wanted to start over". Subsequently, the hp disconnected (their transfer set from the pt line of the homechoice set), set up with new bags and a new homechoice set, but never ended therapy. Baxter's tsc assisted the hp in ending therapy early. Per the hp's nurse, no pt injury or medical intervention was associated with this incident.